Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was further implanted with an artificial urinary sphincter device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.